Event description:
It was reported that patient underwent total shoulder arthroplasty on (B)(6) 2010 and that a revision procedure was performed on (B)(6) 2012 to remove and replace the humeral bearing due to instability. A subsequent revision surgery occurred on (B)(6) 2012 to remove and replace the humeral bearing and washout the joint due to infection. A radical irrigation and debridement was performed on (B)(6) 2012 and all implants were removed.

Manufacturer narrative:
Dimensional evaluation of measurable dimensions found component to be within appropriate design specification. This report is number 16 of 17 mdrs filed for the same event (reference 1825034-2012-02646 / 02659, 02647-1 / 02649-1).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: "early or late postoperative infection and allergic reaction." Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 3 of 14 mdrs filed for the same patient/events (reference 1825034-2012-02646 / 02659).